Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen cracked and was unresponsive. Customer's blood glucose was within range (value not provided). The customer reverted to an alternate method in insulin therapy.